Manufacturer narrative:
H3: analysis of the apollo micro catheter (lot no. B020223) found that a 1 ml syringe was found attached to the apollo catheter hub with ~.75 ml of onyx still within the syringe barrel. The syringe was removed from the apollo catheter hub. Onyx was found within the apollo catheter hub. The apollo catheter body was found to be ¿wavy¿ from ~10.0 cm to ~6.5 cm from the distal end. The apollo catheter body was found separated at ~156.1 cm from the proximal end of the hub. The tubing material of the separated end exhibited with jagged edges and stretching with the inner wire separated and protruding from within the separated end. The apollo micro catheter usable length was measured to be ~149.9 cm, and the distal floppy segment was measured to be ~11.1 cm. When compared to product drawing ~14.0 cm of the apollo catheter distal segment was found separated. It was reported this segment will not be returned as it remains within the patient. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s reports of ¿catheter separation due to onyx entrapment¿ was confirmed. Catheter entrapment may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, or reflux over ldpe coupling (i.e. Past proximal marker band). There was not any vasospasm and the vessel tortuosity was ¿moderate¿. In this event, it is likely the excessive onyx reflux, 2-3mm past the proximal marker, catheter caused the apollo to become entrapped subsequently stretching and separating during removal. The tubing material at the separated end exhibited plastic deformation (jagged edges and stretching) which indicates that the catheter separated as the tensile strength was exceeded. Stretching of the apollo was evident as the catheter body was found ¿wavy¿. H6: method code updated to b19. Result code updated to c070601 and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated all devices were prepared per the instructions for use (IFU). The injection was performed continuously, pausing for less than two minutes between for plug formation, and the rate was followed per the IFU. The patient was asymptomatic and on aspirin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter that broke during an onyx procedure. The patient was undergoing a procedure for liquid embolization to treat arteriovenous malformation (avm) feeders. Access vessel diameter was 6mm. Vessel tortuosity was moderate. It was reported that the devices were not prepared as indicated in the instructions for use (IFU) but the catheter was flushed per IFU. About 32 minutes into the procedure to embolize the targeted avm feeder, the physician attempted to retrieve the apollo catheter. Upon removing the catheter from the patient, it was noted that the distal portion of the catheter had broken off and was dangling in the external carotid artery (eca), slightly into the common carotid artery (cca). Attempts were made to snare the remaining segment of the catheter, but it could not be retrieved and remained in the patient. It was noted that during the procedure, there was about 2-3mm of onyx reflux past the proximal marker of the apollo catheter. The apollo catheter tip was entrapped in the onyx cast. There had not been any friction or other difficulty during the onyx injection. There was no abnormal force applied during delivery or removal. The apollo catheter was no stuck inside the guide catheter. There wasn't any vasospasm. The distal segment of the catheter remains in the patient. Aspirin was administered.